Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine with optiflux f180nre dialyzer and the patient event of cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the patient adverse event and use of the 2008t machine and optiflux dialyzer. Additionally, there is no allegation of a machine malfunction or deficiency, or dialyzer defect reported for this event. There were no reported issues prior to the patient¿s adverse event and no alarms at the time of the event. Although the cause of the patient¿s cardiac arrest and death are not documented, this patient had a history of a-fib and other unspecified cardiac conditions. Additionally, the patient was frequently over target weight by up to 12kg due to non-compliance with diet restrictions. Patients with end stage renal disease (esrd) have a 30 times greater risk of cardiovascular mortality than the general population. The leading cause of that mortality is attributed to sudden cardiac death (scd). Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t machine with optiflux f180nre dialyzer can be excluded as the cause of the patient¿s cardiac arrest and death.

Event description:
On (B)(6) 2023 it was reported that a patient was in treatment utilizing the 2008t hemodialysis (hd) machine with an optiflux f180nre dialyzer and went unresponsive. The staff administered cardiopulmonary resuscitation (CPR) until emergency medical services (ems) arrived. The patient was taken to the emergency room (ER). Additional information was obtained through follow-up with the hemodialysis registered nurse (hdrn). The male hd patient arrived on (B)(6) 2023 for a regularly scheduled hd treatment. The patient dialyzed thrice weekly utilizing 2.0k, 3.0ca, 1.0mg dialysate, a f180nre dialyzer, and the 2008t machine. The patient¿s vital signs were within normal limits (no values provided) and his only complaint was that he was tired. The patient was scheduled for a four hour and 15-minute treatment. The treatment was initiated (time not provided). Approximately 2 hours into the treatment, around 10:30a.m., the patient became unresponsive. There were no alarms on the machine at the time of the event. The patient did not have any complaints prior to the event. The patient did have a blood pressure (values not provided) and an initial pulse at the time of the event which jumped up to 130. The patient¿s blood was rinsed back with 250ml of normal saline. There was no blood loss. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. Additionally, oxygen (o2) was administered via nasal cannula. Staff continued CPR until emergency medical services (ems) arrived. Ems assumed care and continued CPR. The patient was still unresponsive upon transport to the emergency room (ER). The patient was pronounced deceased at the hospital. Per the hdrn, there were no issues during the patient¿s treatment prior to the event. The patient has a history of atrial fibrillation (a-fib) and other unspecified cardiac conditions. Additionally, the patient is non-compliant with diet restrictions and frequently comes to dialysis treatments with a weight gain of up to 12kg in a two-day period. The patient had previously been instructed to go to the hospital and/or see the physician, but the patient had refused. No cause of death was documented.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2023 it was reported that a patient was in treatment utilizing the 2008t hemodialysis (hd) machine with an optiflux f180nre dialyzer and went unresponsive. The staff administered cardiopulmonary resuscitation (CPR) until emergency medical services (ems) arrived. The patient was taken to the emergency room (ER). Additional information was obtained through follow-up with the hemodialysis registered nurse (hdrn). The male hd patient arrived on 27/jun/2023 for a regularly scheduled hd treatment. The patient dialyzed thrice weekly utilizing 2.0k, 3.0ca, 1.0mg dialysate, a f180nre dialyzer, and the 2008t machine. The patient¿s vital signs were within normal limits (no values provided) and his only complaint was that he was tired. The patient was scheduled for a four hour and 15-minute treatment. The treatment was initiated (time not provided). Approximately 2 hours into the treatment, around 10:30a.m., the patient became unresponsive. There were no alarms on the machine at the time of the event. The patient did not have any complaints prior to the event. The patient did have a blood pressure (values not provided) and an initial pulse at the time of the event which jumped up to 130. The patient¿s blood was rinsed back with 250ml of normal saline. There was no blood loss. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. Additionally, oxygen (o2) was administered via nasal cannula. Staff continued CPR until emergency medical services (ems) arrived. Ems assumed care and continued CPR. The patient was still unresponsive upon transport to the emergency room (ER). The patient was pronounced deceased at the hospital. Per the hdrn, there were no issues during the patient¿s treatment prior to the event. The patient has a history of atrial fibrillation (a-fib) and other unspecified cardiac conditions. Additionally, the patient is non-compliant with diet restrictions and frequently comes to dialysis treatments with a weight gain of up to 12kg in a two-day period. The patient had previously been instructed to go to the hospital and/or see the physician, but the patient had refused. No cause of death was documented.